Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set tubing was disconnected from the site and reservoir. No further information available.